Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0hye5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that they had urgency, dribbling, wet underwear, used pad/diaper, little drops when they sat, leaked when they coughed and incontinence. The patient saw their healthcare professional two weeks prior to the report and was on program 4-0.0v and their device was off. The patient was not sure how their settings got changed but had been seeing other healthcare professionals for other things. The patient was then set to program 3 at 3.5v, but was still having symptoms so he increased amplitude to 4.5v the day prior to the report and woke up soaked. The patient also reported that they felt stimulation on left side down the leg a little ways, and one time down to their toes but lowered amplitude to correct it. Changing programs and increase amplitude were reviewed and the patient felt stimulation in the correct area. The patient further reported that he used pills, anal stimulation, did kegels, and had collagen injection around urethra. The patient further noted that their healthcare professional told him the implant had a 60% chance of working and had discussed artificial sphincter. The event occurred during product use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Stimulation in the wrong location was resolved but no outcome or interventions regarding the patient's urinary symptoms were reported. Further follow up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient didn¿t get therapeutic benefit from the stimulator. The patient mentioned they had tried everything possible to help with their symptoms and nothing had worked. The patient stated their healthcare provider (hcp) told them to try adjusting their settings and to see if that helped more. The patient was on p1 and p2 they were feeling it in their toes and buttocks region and because it was down the leg and in their toes it was making it hard to walk. The patient stated right now they were on p3 at 6.2 and was getting stim in the buttock region, not the bicycle seat region. The patient mentioned they had never had the device reprogrammed by a manufacturer representative (rep). The patient also mentioned the rep at the hospital told them the implantable neurostimulator (ins) would last five years and guaranteed them 60% success. If additional information is received, a follow-up report will be submitted.